Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The information provided on this form was previously submitted under manufacturing report number 0001825034-2017-08288

Event description:
It was reported that at the beginning of an unknown procedure, this device did not work. The surgery was delayed for 50 minutes while exchanging the device with another one. The surgery was completed and no other adverse events have been reported at this time.

Manufacturer narrative:
Congenital anomaly/birth defect was incorrectly marked. No congenital anomaly/birth defect occurred.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was returned to the supplier/manufacturer for investigation and repair. The center button didn¿t work, but otherwise, the device ran. The cable was noted to be coming out of the housing. Corrosion was found on the flex strip under the center button. The housing was very clean. The flex strip, seals, and o-rings were replaced. The device was tested per procedure. Review of the complaint history determined that no further action is required. Investigation results concluded that the reported event was due to corrosion under the middle button and a breach in the rtv seal of the button allowing moisture in. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.